Event description:
During an in-clinic follow-up, there was a failure to interrogate using radiofrequency (rf) telemetry. Technical support was contacted and downloaded firmware to restore the device and resolved the event. The patient is stable.